Event description:
Pump declared alarm 20 was reported during load, with cartridge alarm recurring despite proper load technique guidance. Blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact to blood glucose level. Cts assisted customer by arranging for pump replacement, confirmed shipping address, and instructed on storage mode procedure prior to returning pump. Customer planned to use mdi as backup therapy to ensure insulin delivery continuity.